Event description:
Surgeon operating stapler reported stapler jammed mid-fire while operating on patient. Stapler was removed from the field and handed off to circulator. Circulator bagged the device with stapler and patient information to be given to general service coordinator.